Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection it was found residue in the biopsy channel an minor scratched on the distal sheath cover. It was also noted the distal sheath adhesive is cracked. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that during reprocessing the loaner evis exera iii duodenovideoscope displayed an error channel blocked on two oer-elite reprocessors. The customer blew air down the biopsy channel and a brown colored washer shaped object dislodged itself. The customer informed olympus that after the foreign object was dislodged the scope passed the oer-elite test. The customer confirmed there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested event may have occurred by the following mechanism: I) the biopsy port was broken and the broken piece entered in the biopsy channel and clogged somehow before the suggested event was detected. Ii) clogged piece of the biopsy port exited due to air pressure fed into the biopsy channel. Olympus will continue to monitor field performance for this device.